Event description:
Received information that an ophthalmologist reviewed the patient's medical records and the patient had a pseudomonas corneal ulcer. The patient may have been using a bausch & lomb product. No additional information is available.